Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, left bundle branch block (lbbb) and first degree atrio-ventricular (av) block were reported. A permanent pacemaker was implanted four days later. No further adverse patient effects were reported.

Event description:
Additional information received indicated that the lbbb was asymptomatic. The first-degree av block had a pr interval of 343 and a h eart rate of 50 to 53 beats per minute (bpm). Following the implant of the permanent pacemaker, the lbbb and first-degree av block were noted to have resolved without sequelae. Per the physician, the event was related to the valve and valve implant procedure.

Manufacturer narrative:
Updated data: b5 corrected data: h6 a2 patient information - age at event redacted. Select patient information cannot be included in the regulatory report due to regional privacy regulations. A5a a5b continuation of d10: product ID {enveor-n}; product lot/serial number {0008723965}; product type: {delivery catheter system (dcs)}; implant date {na}; explant date {na} product ID {ls-enveor-34}; product lot/serial number {0008636390}; product type: {compression loading system (cls)}; implant date {na}; explant date {na} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the left bundle branch block (lbbb) had not resolved.